Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported the plunger is hard to move when the customer is drawing his insulin and injecting his insulin verbatim: consumer stated, the plunger is hard to move when he's drawing his insulin and injecting his insulin. Stated, he was still able to get his dosage. Samples available: lot: 8351989, item: 328438, incident date: unknown, expiration date: 2024-01-31.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin syringe. Consumer stated, the plunger is hard to move when he's drawing his insulin and injecting his insulin. The returned syringe was examined, and it was observed that the plunger rod was broken. The broken plunger rod could be the reason why the customer would think the plunger rod was difficult to move. A review of the device history record was completed for batch# 8351989. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notifications (B)(4) notification noted for dry barrels. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air in the silicone line. Corrective action: zm notification (B)(4) was created for dry barrels. The silicone air lines were purged. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported the plunger is hard to move when the customer is drawing his insulin and injecting his insulin. Verbatim: consumer stated, the plunger is hard to move when he's drawing his insulin and injecting his insulin stated, he was still able to get his dosage. Samples available. Lot: 8351989, item: 328438, incident date: unknown, expiration date: 2024-01-31.